Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call alarm issues. Customer's blood glucose level was 9 mmol/l. Customer's alarm history showed an unexpected restart alarm, external ram crc error alarm and a displayable history crc check failure on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No alarms noted during testing. The pump passed the error, displacement and self tests. However, an alarm was noted in the alarm history file. The alarm was due to a corrupted history file. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.